Event description:
The pump was programmed to deliver an unspecified concentration of taxol in a 250ml bag, at a rate of 250ml/hr. The nurses reportedly "eyeballed" the infusion and noticed it was "running a lot faster" than usual. The device reportedly completed the infusion "20 to 25 minutes" earlier then expected. The display indicated the delivered amount "was correct" and matched the amount that had been infused. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.